Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was discontinued. A technical support specialist (tss) dialed into station rxonc and the server as scheduled. No failed hardware errors were found, database was not bloated, and drive space was within limits. Medication application launched successfully. Logs showed no errors at this time. Checked the order and confirmed it had already been discontinued. Regarding the error, this most likely occurred when the user attempted to remove an order, which did not yet exist in the formulary. Unable to investigate in real time since the order was already discontinued. Sent email to customer for update and customer confirmed the issue was resolved on their end and agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one or more items were not in the formulary and could not be removed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.